Event description:
While on a call (luckily not a diabetic call) I noticed that the glucometer does not function correctly. I inserted the test strip as I do every other time, the machine recognized there was a strip inserted and it powered on like normal, however, when I placed a blood sample on the test strip, the machine did not register that there was a sample present, I inserted a new test strip and tried again, only to get the same outcome. This is one of multiple reports received of this lot of test strips failing to draw sufficient samples into the unit, requiring use of 2-5 stirps to obtain a sample and reading. Other lots are functioning as intended. Horizon medical products. Diagnosis or reason for use: checking fingerstick blood glucose level.